Manufacturer narrative:
Product analysis conclusion: the reported deformation in vivo and endoleak were confirmed of the films received , but the cause of these events could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the videos provided; thereby, making determination of the endoleak difficult. Complete post-operative CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. The endoleak was most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the dissection false lumen may have also contributed to this likely type IV endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia vamc3838c200te was implanted to treat a 30 mm type b thoracic aortic dissection. The diameter of the proximal thoracic aorta at the time of implantation was 34.6 mm. It was noted that the thoracic aorta exhibited normal tortuosity, with no evidence of calcification in the area. It was reported that during the index procedure, the fourth stent ring of the device deployed in an abnormal "m-shaped" configuration, although no issues were noted during deployment. Subsequent control angiography revealed a large type IV endoleak originating from the region of the fourth stent ring. The stent graft was relined with a vamc3838150, which resolved the endoleak. The patient remained stable throughout and experienced no complications during the procedure. The physician suspected that the stent suture may have ruptured or become loose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.